Manufacturer narrative:
(B)(6).      This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had damaged components - bearings, locking components and cable/cord/wiring. It was further determined that the device displayed an e6 error code, the motor and control unit were damaged and the device had liquid damage. It was further determined that the device failed pretest for loctite and cable assessment, no short circuit between phases & connector body, no short circuit between hall sensors and connector body, no short circuit between 5vdc line and connector body and no short circuit between sensor gnd and connector body. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.